Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the lad coronary artery. The patient was asymptomatic during the event. The maverick2 monorail balloon was being used to predilate the lesion for placement of a nir stent. It is noted that slight resistance was met with insertion of the maverick monorail balloon. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.